Manufacturer narrative:
Sample collection and centrifugation information is not available. Qc data was not provided. On (B)(6) 2011, the customer performed system check which met specifications. A bci field service engineer (fse) performed preventive maintenance. Fse did not note hardware issues. All verification testing met specifications. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards accutni result above the acute myocardial infarction (ami) cut-off for one patient, generated by access 2i (lxi) immunoassay system. The result was reported out of the laboratory and question by the physician. The sample was repeated on an alternate unit and lower result within normal reference range was obtained. The customer did not receive any report of patient death or injury requiring medical intervention or change to patient treatment attributed or connected to this event.